Event description:
Pt reported the up and down keys on the infusion device have not been working properly recently. Pt stated now none of the keys will work and it is as if everything has frozen. Pt reported the battery was taken out and replaced. Pt stated an e8 (bolus cancelled) alert is now sounding but cannot confirm the error as the check key is not working. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.